Event description:
Adverse event # 5. Wrinkling, (right side, implant serial number: (B)(4). Doi: (B)(6) 2020). On (B)(6) 2021, she presented with wrinkling, which required surgical intervention, fat grafting (B)(6) 2021.the device was explanted on (B)(6) 2021. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Infection, (right side, implant serial number: (B)(6) 2020, she presented with an infection (the right breast), which required surgical intervention with drainage and aspiration, performed on 31 dec 2020. The principal investigator assessed this event as severe in severity, serious, possibly related to the device. Infection, (right side, implant serial number: (B)(6) 2021). On 12/9/2021, she presented with an infection (the right breast), which required medical device removal 12/9/2021. The principal investigator assessed this event as severe in severity, serious, not related to the device. Manufacturer¿s reference number: (B)(4).